Manufacturer narrative:
The failure investigation has been completed and the reported issue was verified. In addition, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a cartridge error message during the load process with multiple cartridges. Customer's blood glucose level was 220 mg/dl. Customer delivered a bolus to address blood glucose levels. Reportedly, customer will continue to use the pump for insulin therapy.